Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer (fse) inspected the analyzer and found gunk stuck on the sample probe, causing water to adhere to the probe and the diluted results. He replaced the sample probe and performed sample probe adjustments. He verified the analyzer¿s performance with mechanical and precision checks and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver. 2, calcium gen.2, and glucose hk gen.3 assay results from an unspecified number of patient samples tested on the cobas c 503 analytical unit. This medwatch is for the creatinine plus ver. 2 assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for the calcium gen.2 assay. (B)(6) for the glucose hk gen.3 assay. The following examples of questionable results were provided: patient sample 1 glucose hk gen.3 the initial result was 56.4 mg/dl. The repeat result was 138 mg/dl. Creatinine plus ver. 2 the initial result was 0.7 mg/dl. The repeat result was 0.984 mg/dl. Patient sample 2 glucose hk gen.3 the initial result was 36.8 mg/dl. The repeat result was 109 mg/dl. Calcium gen.2 the initial result was 2.33 mg/dl. The repeat result was 9.5 mg/dl. The reporter noticed critical calcium gen.2 assay results, prompting the patient sample reruns.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site, and g4 PMA / 510k (premarket numbers) were updated. The creatinine plus ver. 2, calcium gen.2, and glucose hk gen.3 calibration results were acceptable. The creatinine plus ver. 2, calcium gen.2, and glucose hk gen.3 qcs were acceptable. There was no indication of a performance issue with the reagents. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.